Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported, the customer was hospitalized for high blood glucose. Customer reported waking up to a blood glucose of 600 mg/dl. The customer was admitted into the hospital on (B)(6). The customer's blood glucose was over 600 mg/dl at the time of admission. Customer also stated they attempted to treat their blood glucose with manual injections, but their blood glucose would not decline. The hospital was able to lower the customer's blood glucose 390 mg/dl. It was also found the customer had no delivery alarms on their insulin pump during the manual prime process. Customer was able to verify insulin was exiting during a manual prime and the insulin pump did not alarm no delivery. The customer was advised to monitor their insulin pump. No additional information provided.